Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding periprosthetic fracture involving a accolade hfx size #4 was reported. The event was not confirmed. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: indicated there are no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision due to peri-prosthetic fracture. Additionally reported by the sales rep on 5/14/2014: it was a femur fracture.

Event description:
It was reported that there was a revision due to peri-prosthetic fracture. Additionally reported by the sales rep on (B)(4) 2014: it was a femur fracture.